Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant of a new rf lead, high lead impedance and high pacing threshold was observed due to a rv lead fracture. The lead was capped and replaced. The patient¿s condition prior, during, and post procedure was normal.

Event description:
New information received noted that the patient developed swelling of the ipsilateral arm after the right ventricular lead replacement procedure on (B)(6) 2016. The patient was instructed by the physician to abstain from lifting objects or raise his arm about his shoulder until the swelling resolved. On (B)(6) 2017, the swelling healed and he was medically cleared to return to work.